Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted. It was reported that at a procedure on (B)(6) 2012 it was going to be replaced for an unknown reason but the md was unable to do so due to patient condition. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).